Event description:
It was reported to philips that the emergency stop was hit, shutting down the system and ups on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reset the main breaker and schneider repaired the ups. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).